Manufacturer narrative:
Lead was explanted on (B)(6) 2020. It was reported that: the suspected issue is above the yoke, possibly due to the pin area. Upon receipt, the lead under complaint was found cut 15.5 cm distal to the df-1 connector pin. A proximal and distal fragment were received for analysis. A medial fragment (approx. 6 cm length) was not returned. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed an abrasion mark (1.5 cm distal to the df-1 connector pin). In this area the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil and cuts into the insulation (31 cm and 29 cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance >150 ohms was recorded during changeout after connecting the new device. Lead pins were appropriately connected and the device was in the pocket during measurement. Lead currently remains implanted. Should additional information become available, this report will be updated.